Manufacturer narrative:
The customer and a field service engineer "inspected the system" however details and outcomes of the inspection were not provided. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that two lower than expected unconjugated estriol (ue3) results were generated on an unicel dxc 600i synchron access clinical system for one patient. Upon repeat of three dilutions of the original sample on the same instrument, the results were higher and better matched the patient's clinical picture. The initial low ue3 results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument ue3 quality control results were performing within customer established ranges prior to the event. An instrument system check performed prior to the event passed instrument established specifications. The sample was a serum sample collected in a vacutainer sst tube. No patient specific information was provided by the customer.